Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated she was getting a 4-hour interval of freedom. Patient reported the interval shortened from 4 to 1.5-2 hours which was a nightmare. Patient reported increasing stim, but it was painful. Patient reported her doctor told her to lower. Patient reported doing so. Patient also reported getting an infection on the incision site, so she saw her doctor and it eventually cleared with antibiotics. Ins was synched with patient programmer (pp) and it showed stim was off on program 1 at 2.5v. Therapy was turned on and amplitude was lowered to 1.0 before turning. Patient turned ins on and increased stim to 1.5 which patient stated was comfortable and on the bicycle seat area. Patient was advised to follow up with doctor. No further symptoms or complications reported or anticipated.